Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right tibial artery using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician advanced the catrx to the target location and began aspiration. It was reported that the physician experienced difficulty advancing the catrx from the left side groin to the target location on the right side of the patient. While aspirating, the physician noticed minimal blood was flowing through the catrx. Therefore, the physician decided to remove the catrx for flushing. While removing, the physician broke the catrx and a piece of the catrx was in the patient vessel. The physician attempted to remove the broken piece of catrx with a snare device; however, the attempt was unsuccessful. Therefore, an open surgery via cutdown technique was performed to remove the broken piece of the catrx the procedure ended at this point. There was no report of an adverse effect to the patient.